Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the post approval 2 (pas2) clinical study. On (B)(6) 2013, the patient underwent her second bt treatment to the left lower lobe of the lungs. No issues were noted with the device. On (B)(6) 2013, the patient experienced an event of asthma flare. According to the complainant, the patient's chest felt tight and she went to the emergency room (ER) for assistance with her asthma flare. Within the ER, the patient experienced anxiety and was subsequently intubated and hospitalized. During her hospitalization, the patient was treated with solumedrol and prednisone. In addition, she was prophylactically prescribed augmentin and zithromax. On (B)(6) 2013, the patient was extubated and on (B)(6) 2013, she was discharged from the hospital. This event was considered to be resolved. Baseline spirometry values - visit date: (B)(6), 2013. Pre-bronchodilator: fev1: 2.08, fev1 % predicted: 76.47, fvc: 3.28, fvc % predicted: 94.80. Post-bronchodilator: fev1: 2.47, fev1 % predicted: 90.81, fvc: 3.75, fvc % predicted: 108.38.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.